Event description:
The reporter indicated that he was unable to place a lead on a patient's vagus nerve as the helical was unable to be opened. A new lead was implanted and the suspect device was returned to the manufacturer where it is currently awaiting analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.